Event description:
It was reported that the bio-pushlock screw broke when being impacted. It could not be retrieved from the pt. The surgery was completed with traditional knotting. There was a delay in surgery of greater than 30 mins. No further pt info was provided at the time of this report or made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device could not be returned for evaluation since it was retained in the pt, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the laser line is flush with the surface of the pilot hole. If additional pt info is obtained, a follow-up report will be submitted.